Event description:
The initial reporter stated that does not alarm dose done when it is finished. Mmdg followed up with the initial reporter, who stated that the patient had no adverse effects due to this complaint. (B)(4).

Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that does not alarm dose done when it is finished. Mmdg followed up with the initial reporter, who stated that the patient had no adverse effects due to this complaint. (B)(4).